Event description:
On (B)(6) 2009, pt reported she woke up this morning to an alarm on her infusion device and noticed it displayed "tbr" (temporary basal rate). Pt stated she was unable to recall anything else, but the letters tbr. Advised pt this would indicate a temporary basal rate was programmed. Pt reported she has not programmed a temporary basal rate. Had the pt go into the tbr history and verified that a temporary basal rate was programmed for 120% on (B)(6) at 5:57am. Had the pt go into the alarm history and verified a7 (tbr over) was displayed at 5:57am. Had the pt to go back into her tbr history and verified the a7 was not displayed in this screen. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.